Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and it is unknown with the obtained information if the reprocessing has been implemented in line with the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> *when use the air / water valve 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material adhered to the scope and if there was a delay to start of pre-cleaning. The air/water nozzle was not flushed with air and water. There were no problems with accessories used for reprocessing. It was unknown if air/water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on channel tube and dent on switch box, water tightness was lost. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack and had white-clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive around objective lens was peeled and had white-clouded area. Light guide lens had a crack. Adhesive around light guide lens was peeled and had white-clouded area. The distal end cover had a dent and had burn. Connecting tube had a wrinkle. Scratches were found throughout the device. Forceps channel port was shaved. Suction cylinder was shaved. Universal cord had a wrinkle. Grip was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited leakage. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.